Event description:
Report received of an undocumented number of undocumented incidences of cassette alarms. The customer reported that during set-up the plum xl infusion pumps were sounding audible alarms and displaying the message "cassette". The incidence occurred during the set-up pump and tubing in the emergency room on a unit. Though requested, no additional info was available.